Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the knife broke when power was applied. The event occurred during a therapeutic endoscopic sphincterotomy procedure. The procedure was completed with a back up device. No reports of harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the knife broke when power was applied. The event occurred during a therapeutic endoscopic sphincterotomy procedure. The procedure was completed with a back up device. No reports of harm.